Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer experienced vomiting, nausea, pain and blurred vision. The reported blood glucose reading at the time of the call was 469 mg/dl. The customer stated that her doctor wanted the insulin pump replaced. Nothing further was reported.